Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the patient. The patient reported that the alleged inaccuracy began at 7am on (B)(6) 2017. 6 days later the patient obtained a blood glucose result of ¿126mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes by self-adjusting their insulin dosage and at 8pm on (B)(6) 2017 the patient took an increased dosage of 8 units of rapid insulin in response to the alleged product issue. As a result of this the patient developed the symptoms of ¿sweating and shaking¿; symptoms which the patient associated with hypoglycemia. The patient self-treated these symptoms by taking sugar, however still felt unwell, so visited the emergency room (e.r). In the e.r the patient was given 2 injections of ¿g30¿ and a ¿perfusion¿ from a healthcare professional and reportedly felt well again 15-20 minutes after receiving this treatment. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The csr walked the patient through a control solution test and it fell within the acceptable range for the test strip lot being used. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining inaccurate high results obtained with the subject meter.